Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. There was blood on the outer surface of the device. The hypotube shaft was completely separated 62cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts presented no damage or irregularities. Inspection of the inner and outer mid-shafts presented no damage or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft of the balloon was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, the shaft of the balloon was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).